Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported they have a question on the battery charging time. There was no reported patient involvement.